Event description:
The balloon burst within 2 cypher stents that were overlapped. Operator feels that the cypher stents were not overlapped correctly.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.